Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port leaked. The following information was provided by the initial reporter: material no: 20028e batch no: 20036100 it was reported that there was a pinpoint hole leaking chemotherapy from corner end of filter.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. A device history record review for model 20028e lot number 20036100 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20036100 regarding item #20028e. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 17 inch ext w/.2 fltr & vlv port leaked. The following information was provided by the initial reporter: material no: 20028e batch no: 20036100. It was reported that there was a pinpoint hole leaking chemotherapy from corner end of filter.